Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the stylet could not be removed from the first left ventricular lead. The lead was removed and replaced. While placing the replacement lead, the stylet also could not be removed from the second left ventricular lead. The lead was also removed and replaced. The patient was stable. Associated MFR #: MFR-2017865-2019-03712.

Manufacturer narrative:
Analysis was normal. No anomalies were found.